Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield base unit (a3101) was returned for evaluation. Unit has rough threads on the swivel extension locking knob. The reported complaint was confirmed from the evaluation. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the 1st pivot joint of the mayfield composite series base unit (a3101) was very difficult to tighten and loosen. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.